Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 50-500 (mg/dl). Customer consumed juice and changed supplies to address low bg level and then experienced an elevated bg level. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion site and supplies. Customer acknowledged and declined any further troubleshooting on the reported event.